Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was unknown. No further information is available at this time.

Event description:
New information received notes that the patient was admitted to the ICU after presenting to physician with shortness of breath and leg infection post amputation. Patient was also found to have worsening renal failure, congestive heart failure with an ef of 10 percent among other non-related issues. The patient was given a poor prognosis due to worsening conditions. The patient was placed on dnr status and was discharged home. The death certificate listed the cause of death as coronary artery disease (cad), chronic obstructive pulmonary disease (copd), respiratory failure, and renal failure.